Manufacturer narrative:
Other text: device evaluation is anticipated. When the device is evaluated or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the emma was "consistently getting a low reading" as the measurements were "usually 5-8 under even after performing zeroing." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned emma was evaluated. The module was able to obtain measurements with all enabled parameters and all alarm conditions were audible and visual. When 5.00% co2 gas mixture was applied with atmospheric pressure of 762 mmhg, the emma measured at 43 mmhg co2. This reading was outside the accuracy specification of 36 mmhg to 41 mmhg. However, when zeroing of the device was performed, the emma measured 36 mmhg which is within specification. As such, the measurement issue was determined to a result of incorrect zeroing of the emma.

Event description:
The customer reported the emma was "consistently getting a low reading" as the measurements were "usually 5-8 under even after performing zeroing." There was no patient impact or consequence reported.